Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer's insulin pump was alarming repeatedly. There are three different code alarms that are occurring. The alarms cannot be cleared. Customer's blood glucose was normal, but not specified. Medical attention was not required. No other details were provided. Nothing further reported.